Event description:
Reporter stated that customer received the following results on the performa nano system within 3 minutes: 407 mg/dl and 107 mg/dl. No actions taken based on device results as mom had noticed her son was eating bubble gum and he had not washed his hands. No adverse event reported. The manufacturer requested return of suspect product for evaluation; however, the suspect strips have been used up and will not be returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.